Manufacturer narrative:
Internal complaint reference: (B)(4). Additional information: h3, h6, h8 and h11 (roi). Correction: h5. H11: the associated device was returned and evaluated. The visual inspection revealed that it is in its original packaging with the packages open. The outer box is intact. The device was returned with both the poly packages opened with full seal markings visible, the inner poly pack is opened on one side instead of at the chevron. A review made by the quality engineering team revealed that there is not enough evidence to suggest that the product was not packaged before leaving the facility. The packaging was all inspected and no additional events associated with this batch have been reported. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the packaging sequence, the device is packaged within inner and outer sealed pouches. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include damage during shipping or mishandling. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a tka surgery the tyvek wrap had separated; leaving one (1) gii c/r art ins sz5-6 11mm unsterile. The procedure was resumed, using an equivalent s+n back-up device. It is unknown if this issue caused any delay; however, no further complications were reported.